Event description:
It was reported that the patient received a transmission for back up vvi via merlin.net. The patient was brought in clinic and upon interrogation it was noted that the backup vvi transmission was inappropriate. The device was not found in back up vvi. The patient was monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.